Manufacturer narrative:
Isi received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. Visual inspection found a bad fuse and a dusty fan. The illuminator was installed and tested on an in-house test system and failed to power on with errors 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the illuminator turned off and error 48238 occurred during port placement. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who provided troubleshooting but the non-recoverable error 297 occurred after power cycling. The surgeon made the decision to complete the procedure using an external illuminator. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A technical field specialist (tfs) was dispatched to the facility and was able to reproduce the issue. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.